Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a chemolock¿ vial spike, 20mm where it was reported the device was leaking due to concave vial stopper. It was also reported that they have had issues with leaking occurring from bottles of cisplatin 100mg/100ml (teva) using the ICU medical closed system. They have been following the directions provided to twist the chemolock vial spikes back and forth after inserting into concave stoppers to seat it fully, but still after following these instructions, they are still leaking. There was unknown patient involved and unknown human harm reported.